Event description:
The end user was sitting on the elevated toilet seat when it tipped over. She fell and broke her wrist.

Manufacturer narrative:
The end user lives in a retirement facility. The daughter reported that the elevated toilet seat was installed by an employee of the facility but she did not know if it had been adjusted after the initial installation. The end user reported that she had gotten up in the middle of the night and when she sat down on the seat, it flipped and she fell, fracturing her wrist. The sample was returned and evaluated. Typical wear on the product was present, except for the locking mechanism. As the locking mechanism is tightened there should be some sort of wear on the worm gear. No such wear appeared to be present when the sample was reviewed. It could be possible that it was tightened during initial installation but was not periodically checked for a tight fit. User may have also positioned herself to one side or just the front of the sample causing the toilet seat to become unstable or loose. The locking mechanism functioned properly during evaluation of the sample. Based on the info gathered from the daughter was well as from the sample evaluation, no corrective action is indicated.